Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp), when the subject device passed through the guidewire, the tip broke outside the body. The subject device was replaced with the same product and the tip broke off into the patients bile duct. The broken tip was retrieved and the procedure was completed with a third product. There was no reported patient harm. There was also no significant extension in procedure time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation. The device was evaluated by olympus, and the guidewire tip was detached from the distal tip. Although the subject device was returned and evaluated the results of the investigation remain unchanged.

Event description:
It was reported, that the broken pieces where retrieved with forceps. And no additional medication was given, due to the device malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and g2) and to provide an update to field (d4). The subject device was not returned. However, based on the provided pictures, it was found, that the guidewire tip was detached from the main unit, while the guidewire tip was inserted into the bile duct. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and similar investigation result in the past, a likely cause of a problem could be the guidewire tip region was bent excessively for some reasons. This could have caused the adhesion peeling between the guidewire tip and the distal tip. As a result, the guidewire tip possibly came off. However, the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use, which state: "when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged". "Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument". Olympus will continue to monitor field performance for this device.